Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. 3 events were duplicated. 1 device was found to be affected by internal corrosion. 1 device was found to be affected by a damaged trigger. 1 device was found to be affected by debris. 3 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device ran without user activation. There was no patient involvement; no patient impact.